Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted.

Event description:
It was reported during testing that the device skips while in use. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. On (B)(6) 2020, it was reported that the device skips while in use. The customer returned an air dermatome device, serial number (B)(6) , for evaluation. Product review of the air dermatome on february 10, 2020 revealed that the calibration was out of specifications at all settings. The motor speed was within specifications and the control bar was in the correct position. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on february 10, 2020 which included replacement of the vespel bearings, semi-circle bearings, and screws. Air dermatome, serial number (B)(6) , was then tested and functioned properly. Service notification number (B)(4) dated january 22, 2020. While the returned product investigation confirmed that the air dermatome was out of calibration at all settings, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the vespel bearings, semi-circle bearings, and screws were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.